Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had site issues. The customer's blood glucose level was 114 mg/dl. The customer reported that there was a hematoma at the insertion site. The customer stated that the site was not actively bleeding. The customer declined to continue troubleshooting for site issues. The customer was advised to change the sensor. The customer reported that they did not receive any medical treatment for the site issue. The sensor will not returned for analysis.